Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Per functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity test showed that the device was found within specifications. No open or shorts were detected. Per noise test the device was able to complete an rf ablation test at cooling flow set to 30ml/min at power at 50w for 120s with average readings for electrogram noise during rf 100 mv . Noise values were found typical and within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on (B)(6) 2022. During preparation for a procedure to treat tachycardia an intellanav mifi open-irrigated catheter was selected for use and it was observed that the signals were inaccurate. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. However, analysis of the returned device reveled the irrigation tubing was damaged.